Event description:
Doctor placed pleurx catheter and noticed a leak. The doctor then needed to replace the valve.

Manufacturer narrative:
Evaluation of the complaint sample noted, the presence of a blue object protruding from the distal end of the catheter valve housing. Functional testing of the valve confirmed the reported issue. Visual inspection of the valve assembly noted, the blue disc (normally sits on top of the duck bill valve) had been pushed through the duck bill valve and was forced into the distal end of the valve housing. The actual cause for the defect noted could not be determined, but a possible cause can be: if a foreign object, not designed for use with the valve, is inserted into the valve housing. The likelihood of this defect occurring due to the insertion of the access dilator using proper technique is extremely low. This product is 100% functionally tested for leaks prior to finished goods packaging. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the observed failure mode. A review of the device history record could not be performed since a lot number was not reported.